Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they noticed their skin was becoming red from the adhesive patch on (B)(6) 2018. They stated they removed the sensor on (B)(6) 2018 and noticed the skin was still and darkened and went to see her dermatologist. The dermatologist prescribed the patient triamcinolone acetonide to treat the affected area. At the time of contact, the patient was doing well. No additional patient or event information is available.